Event description:
Healthcare professional reported "bilateral rupture". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on may 29, 2025, with catalog number mcghan260cc. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as surgical damage. As per the investigation procedures, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "bilateral rupture". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.